Event description:
While intubating a pt, the fiberoptic bar came off the laryngoscope blade and lodged in the pt's oropharynx. The bar was removed without incident. The pt was successfully intubated seconds later.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, other. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.